Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was dissatisfied with the device due to difficulty locating the pump and discomfort related to palpable tubing beneath the skin. A surgical procedure was performed in which the pump was repositioned to a new scrotal location, and the reservoir was removed and replaced into a new space. There were no further patient complications reported.